Event description:
During review of a returned homechoice device, a high drain error 106 alarm was identified. This occurred on (B)(6) 2012, during night drain 6. This information meets iipv criteria. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event opened during investigation of another condition. The reported difficulty of an iipv event was confirmed through an event history log review. Event details leading to the iipv event were cut off in the log. Therefore the cause of the iipv was undetermined. Additional information: this device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.